Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 component code, type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a device malfunction. Through further investigation, it was determined that the root cause of this event most likely cause is procedural factors.

Event description:
Through reviewing medical records, it was learned that a mechanical obstruction of the right coronary artery was noticed after implanting a 23mm 11500a inspiris resilia valve in the aortic position. The patient underwent CABG x1. The patient tolerated the procedure well and was patient was transported to the cardiac care unit post operatively in satisfactory condition.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.